Event description:
The customer states that one pt generated an initial architect phosphorus assay result of 7.1 mg/dl (not reported from the lab). The sample retested at 3.9 mg/dl. Controls were within specifications. There is no further pt info available except that there was no impact to pt management reported. The customer requested a service call.

Manufacturer narrative:
An abbott technical executive (te) at the customer site adjusted the wash cups for the sample, reagent, and mixer stations. Subsequent instrument operations and test results were acceptable. The customer's issue is addressed in the architect system service and support manual, manual revision number 96750-115 (front matter content control number 96662-115), in the section entitled, "planned maintenance". The customer is directed to verify and/or adjust the wash cup flow to troubleshoot erratic results that may be due to poor probe and mixer washing. The investigation demonstrated that the architect c8000 system is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.